Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient remains on vad support. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a routine clinic visit, erythema was reported at the percutaneous lead (driveline) exit site as well as dime sized yellow/red drainage on gauze. The patient denied fever, chills, or pain at the driveline site. The patient was afebrile. The driveline culture was positive for (B)(6). The patient was prescribed 14 day course of antibiotics. No further information was provided.